Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was noted that "it is the surgeon's opinion that there is no relationship between the device and the patient symptoms. There was no deficiency in ethicon-related products. " however, it states that there was a superficial stitch abscess. Please confirm the relationship between the study and ethicon products involved. Response: there is no relationship between ethicon products and this adverse event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. Which issue layer/ suture was the stitch abscess noted? Was any medical treatment performed for the stitch abscess? Which suture was the stitch abscess related to? What is physician¿s opinion as to the etiology of or contributing factors to the stitch abscess? What is the patient¿s current status?

Event description:
It was reported via an iis study that a patient underwent a tha procedure on (B)(6) 2018 and barbed suture was used on the fascia layer. There were no intraoperative complications and he was discharged home with home health care the following day. During a follow-up visit on (B)(6) 2018, 4 weeks s/p tha, he was noted to have a ¿dime-sized¿ area of erythema and induration at the proximal extent of his wound with no discharge, no drainage, and no wound-tract. He was diagnosed with superficial stitch abscess on the basis of physical exam findings. No cultures were performed, no suture material was removed, he did not require any changes in wound care or reoperation. He was given a 1-week course of doxcycyline after which his symptoms completely resolved. His erythrocyte sedimentation rate (esr) and c-reactive protein (crp) on subsequent visits were within normal limits. Additional information was requested.